Event description:
This lead was explanted due to impedance over 3000 ohms and suspected lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 40 cm and 41.5 cm distal to the is-4 connector pin that the wires of the conductor coil leading to the ring electrodes were found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the leads were subjects to excessive mechanical forces as the result of clavicular-first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.